Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco wedge segmental resection, at the first firing, the tissue was not especially thick, but the firing stopped halfway, and the device was unable to be fired any more. The procedure was completed with another device. There was no patient injury.